Manufacturer narrative:
The suspect catheter was returned to the manufacturer for evaluation. Visual inspection found that the laser diffusing fiber (ldf) was burnt out on the unit. Resulting in damage to the cooling catheter system (ccs). The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a MRI guided laser ablation, a charred catheter was found on the system. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.